Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable was visible on the top of 8mm cadiere forceps instrument. The procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable on reported instrument was broken.